Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the remote manager was regularly failing. A field service engineer (fse) confirmed that remote manager and hasp were properly aligned. The fse replaced the latch and reseated the harness at the controller board. After rebooting, the system was verified as operable using the hardware test application, and the test was successfully completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was failing regularly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.